Event description:
The following has been reported: during mayo meeting on (B)(6) 2025, mayo reps mentioned a concern that pumps were stopping while infusing norepinephrine. No specifics were provided other than an overview of the manufacturer of norepinephrine being used and options used (premixed, compounded internally, used with nitroglycerin). A preliminary review identified the following issue: infusion stopped. Unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Due diligence has been completed. No additional information was obtained. No device was returned for evaluation. No serial number was provided. Therefore, the reported condition could not be confirmed.